Event description:
On 3/6/2023, it was reported by a distributor via email that an ar-1204af-90 flipcutter ii broke while trying to flip it back after reaming the femoral tunnel. The case was completed using an ar-1204af-100. This was discovered during an alc procedure to repair the complete anterior cruciate ligament rupture on (B)(6) 2023. Additional information received on 3/7/2023: while using the ar-1204af-90 flipcutter ii, the blade would not close to its original state. It did not break off or have any loose fragments inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.